Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device was received operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, use error, tidal uf removal set too low. Device history review was performed which indicates the device failed pneumatic testing during test and calibration. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during cycle 8. The drain volume was 1852 ml. This event meets overfill criteria. There was no patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report